Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was returned due to a battery status of end of service. No allegations exist against the product performance of this device. During the analysis by cpi's reliability lab, it was identified that the device was exhibiting various charge times. Therefore, the device is undergoing further analysis in order to determine the root cause of this behavior as it would have inhibited the device from delivering critical therapy had it been necessary.